Manufacturer narrative:
The philips bench repair technician (brt) initially checked non-invasive blood pressure (nibp) and found that it worked normally. In a test with several successive measurements (simulation of the measurement in automatic sequence - 3 minutes), after a few measurements, it would lose air and no longer complete the measurement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that non-invasive blood pressure (nibp) does not measure correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.